Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 20 x 2.50mm distal portion of the stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The most proximal stent strut was damaged and deformed. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink 4cm distal to the distal end of the strain relief. The mid-shaft section was detached and not returned. A visual and tactile examination of the mid-shaft, outer and inner lumen of the shaft polymer extrusion found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 20mm x2.50mm target lesion was located in the moderately tortuous and mildly calcified left circumflex artery. A 20 x 2.50mm promus premier drug-eluting stent was advanced but failed to cross the lesion and it was noted that the stent edge got damaged. The device was remove and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 20mm x2.50mm target lesion was located in the moderately tortuous and mildy calcified left circumflex artery. A 20 x 2.50mm promus premier drug-eluting stent was advanced but failed to cross the lesion and it was noted that the stent edge got damaged. The device was remove and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.